Manufacturer narrative:
No devices or photos were received with complaint for investigation; therefore, the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The knee component compatibility was reviewed and identified no compatibility issues were noted. This device is used for treatment. The complaint history search performed individually for the part and lot combination for tibial, articular surface, femoral components found no other complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal ( tm ) tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient is experiencing pain after implantation. It is unknown at this time whether the patient has been revised.

Manufacturer narrative:
The previous report was relayed as not reportable, however upon further review it should have stayed as reportable. Concomitant medical products- femur trabecular metal cruciate retaining (cr) narrow porous catalog# 42502206001 lot# 62473851, natural tibia trabecular metal two-peg porous fixed bearing left size d catalog# 42530006701 lot# 62365140, articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog# 42512000411 lot# 62322797, nexgen complete knee solution, trabecular metalâ¿¢ standard primary patella catalog# 00587806532 lot# 62424375. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause for the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there has been no indication of medical intervention or revision for this patient. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly.